Event description:
While the physician was withdrawing the guide wire from the pt the tip of the guide wire became snagged on a strut of the stent and started to unravel inside the pt. The physician was using the guide wire for a stenting procedure. The physician successfully placed the stent in the vessel. The physician removed the stent delivery system from the pt. The physician attempted to remove the guide wire and the tip of guide wire became stuck on a strut of the placed stent. The physician pulled on the guide wire and the tip segment of the guide wire started to become unraveled. The physician was able to remove the guide wire still intact from the pt. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.